Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. There was no report of accident or trauma. The patient received benefit from the device after first activation.

Manufacturer narrative:
Conclusion: based on the received information and the in-situ measurements, multiple channels are involved in two short circuits. The first short circuit was detected at the day of implantation, which points to a technical failure of the active electrode. However, to determine an exact root cause a device investigation would be necessary. No re-implantation date has been set yet. A review of the DHR has been performed and everything appears to be within specification. This is a final report.

Event description:
Device malfunction. There was no report of accident or trauma. The patient received benefit from the device after first activation. No further plans for device explantation have been made yet.

Manufacturer narrative:
Conclusion: based on the received information from the field, this recipient with charge syndrome, suffered from facial nerve stimulation a few years after cochlear implantation, which is a known side effect of ci implantation. A few fitting techniques could, in some cases, reduce it. In addition incomplete partition of the cochlea is reported bilaterally, which contribution to the reported facial nerve stimulation cannot be excluded. Furthermore in situ measurements show 5 channels involved in 2 separate short circuits which could also be found during device investigation. However these short circuits were already present in 2016. Apart from the short circuits device investigation did not reveal any device defect. The investigation results appear to match the problems mentioned in the report. This is a final report.

Event description:
The recipient is reported in early november 2018 that they had a facial nerve tremor when using the external audio processor. The onset of the tremor was sudden. The recipient has been re-implanted on (B)(6) 2019 with a shorter electrode type. Reportedly, there is no facial tremor with use of the new device and hearing performance is improved.